Event description:
It was reported the patient has experienced pain for the past few weeks at the ipg site in the left buttock when stimulation is on or off. The location is not red or warm to touch. It was further reported the patient has an advanced bionics system in the right buttock and a pain pump in the left abdomen. The patient has adequate pain relief when stimulation is on. There is no issue with recharging and all impedances are normal. A physician follow-up is forthcoming.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.